Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was received by the biomedical engineering department with an unsigned note that stated, "needs repair." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use; no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).